Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a bronchial stenting procedure on (B)(6) 2013. According to the complainant, another stent had been previously placed in the left main bronchus. During the procedure, the ultraflex tracheobronchial stent was placed to distal side of previously placed stent, overlapping it. After the ultraflex tracheobronchial stent was placed, it was checked via endoscope and perspective image. It was noted that proximal part of the stent was not completely deployed and appeared distorted. The physician waited for the stent to completely deploy, however, the stent did not deploy completely. While attempting to remove the delivery system, the stent fell into the trachea. The stent was removed with forceps. The procedure could not be completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the stent had been deployed from the device. The delivery system was not returned. No issues were noted with the deployed stent. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. A search of the complaint database revealed that no similar complaints exist for the specified batch. Device analysis determined that no issues were noted with the returned device which could contribute to the complaint incident. Based on the evaluation conducted, the most probable root cause is not confirmed.

Manufacturer narrative:
(B)(4) for the reported event of stent partially deployed. (B)(4) for the reported event of stent prematurely deployed. (B)(4) for the reported event of proximal part of stent was a distorted shape. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a bronchial stenting procedure on (B)(6) 2013. According to the complainant, another stent had been previously placed in the left main bronchus. During the procedure, the ultraflex tracheobronchial stent was placed to distal side of previously placed stent, overlapping it. After the ultraflex tracheobronchial stent was placed, it was checked via endoscope and perspective image. It was noted that proximal part of the stent was not completely deployed and appeared distorted. The physician waited for the stent to completely deploy, however, the stent did not deploy completely. While attempting to remove the delivery system, the stent fell into the trachea. The stent was removed with forceps. The procedure could not be completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.